Manufacturer narrative:
(B) (4). (B) (4). Device was not returned for evaluation. Additional information: device batch #e9fn3r, e9fm55, e9fm7x, e9fn45, e9fn5e, e9fn4w.

Event description:
It was reported that during an unknown procedure, the hospital contacted the distributor to report that this device presented leakage during the procedure. No sample to be returned. Unknown how case was completed. There were no adverse consequences to the patient.